Event description:
A veterinarian reported that while giving an injection to a horse the syringe needle broke off near the attachment to the needle hub. The veterinarian indicated that the event might have been related to the horse's hide being a little tougher than usual and the vein being difficult to find, as well. There was no injury or medical intervention associated with the reported event.